Event description:
The physician attempted arteriotomy closure with three closer s 6 fr. Devices following an interventional procedure. The physician experienced cuff misses with each of the three devices. Hemostasis was achieved via manual compression. Upon review of the sample analysis of the three devices, it was noted that one of the devices had a posterior foot break. Further query was done and it was reported that the physician did not notice "anything unusual". There was no difficulty in using the devices. The physician reported that the patient's artery was "very calcified". It was reported that the patient is "fine".